Manufacturer narrative:
Improper techniques by the user were identified. Improper techniques may lead to inaccurate results. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 5.2, 2nd inr = 4.8, 3rd inr = 1.1. Mean = 3.7, sd = 2.26, %cv = 61.10. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter test 1 = 5.2, inratio meter test 2 = 4.8. Inratio meter test 3 = 1.1. Ref = 3.1, mean = 3.55. Confidence limits = 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. The inratio meter test 1 and inratio meter test 3 were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot# 312524 on august 14, 2013. Results as follows: donor (B)(6), inratio: 2.9, 3.1, 3.1, ref: 2.74, bias-threshold 3.74, %cv: 3.81. Donor (B)(6), 1.7, 1.7, 1.7; 1.58; 1.08 - 2.08; 0.00. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Twenty-seven discrepant result complaints were reported for lot #312524 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to an alternate point of care (poc) meter. Results as follows: date: (B)(6) 2013, inratio: 5.2, 4.8, 1.1. Poc inr = 3.1. Time between testing was reported as unk. Pt's therapeutic range is 2.5 - 3.5.